Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images shows ap and lateral lumbar films show mild degenerative changes only. Reported instability at l4 with stenosis cannot be verified. L4/l5 pedicle screw fusion with interbody fusion spacer is noted. Subsequent films show extension of the fusion construct from l4 to l2 with addition of capstone spacers at l2 and l3. The reason given for this is stenosis developing at l2 and l3 and pseudo-arthrosis at l4 and a loosened l5 screw. Treatment for the loose screw at l5 is not explained.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.